Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned hi-torque balance middleweight guide wire found it to be without any blood and contrast visible on the coils. The core was separated at the distal end of the hypotube with core visible in the hypotube at the separation. The separated portion was returned. The tip coils were pushed distal from the center solder causing the tip coils to be slightly wavy. The intermediate coils were pushed distal from the proximal solder. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) analysis suggested that the core failure may be attributed to ductile overload at a bend. There was no evidence of secondary cracking observed. A guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal end to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. Additionally, the sem analysis noted that the separation appeared to occur at a bend. Since no damage was noted during inspection prior to the procedure, the bend likely occurred during the procedure or from handling, causing the guide wire to be more vulnerable to separation once force was applied. The coils being stretched distally indicates that the damage likely occurred during withdrawal of the guidewire. However, it is unknown when the coil damage and separation occurred. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the reported guide wire separation and damage found during analysis, but there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the guide wire was used successfully in a procedure to treat the left anterior descending artery (lad). The physician removed from the guide wire from the patient, looped the guide wire and placed it on the back table. The procedure was continued with planned treatment of the left circumflex. The guide wire was retrieved from the back table and the physician was in the process of reshaping the tip when it was noticed that the core had separated proximally. There was no reported resistance felt during use or removal of the guide wire from the lad. The procedure continued with a new guide wire. No patient effects were reported. No additional information was provided.